Event description:
Patient was undergoing "thrombioangio" of right upper arm graft. When retracting 8x4x2 cm cook balloon after angioplasty, the balloon got stuck inside of the terumo fr6x4 cm sheath. The sheath was removed and then the balloon was removed.